Event description:
General complaint of gas module component reliability. No report of patient involvement or failure mode symptoms provided. Customer asks for explanation about the defectiveness of the gas module. Failure analysis demonstrates MDR reportable failure mode. No report of patient involvement or date(s) of failure.